Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient's insertable cardiac monitor recorded four seconds of asystole, despite no episodes being stored on the implanted pacemaker. The patient underwent physical maneuvers to evaluate pacemaker system integrity and no signal noise was observed. Right ventricular (rv) lead measurements were normal, though it was noted that the rv pace impedance increased sporadically from 500-600 ohms to 1,000 ohms (within normal expected limits). Technical services (ts) confirmed that the pacemaker was functioning normally, without any faults or resets. The patient experienced a second pause in pacing in which they fell down due to syncope. Ts recommended troubleshooting and programming options and it was planned to closely monitor the patient. The pacemaker and rv lead (non-boston scientific product) remain in service. Additional information is being requested, but was unavailable at the time of this report.it was additionally reported that the source of the pacing pauses was not determined and it was planned to continue to closely monitor the patient. The programming configuration was also changed to unipolar.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) recorded four seconds of asystole, despite no episodes being stored on the implanted pacemaker. The patient underwent physical maneuvers to evaluate pacemaker system integrity and no signal noise was observed. Right ventricular (rv) lead measurements were normal, though it was noted that the rv pace impedance increased sporadically from 500-600 ohms to 1,000 ohms (within normal expected limits). Technical services (ts) confirmed that the pacemaker was functioning normally, without any faults or resets. The patient experienced a second pause in pacing in which they fell down due to syncope. Ts recommended troubleshooting and programming options and it was planned to closely monitor the patient. The pacemaker and rv lead (non-boston scientific product) remain in service. Additional information is being requested, but was unavailable at the time of this report. It was additionally reported that the source of the pacing pauses was not determined and it was planned to continue to closely monitor the patient. The programming configuration was also changed to unipolar. New information received indicated that another pause in pacing was recently observed on the patient's icm. Prior to the pause, the patient had a sudden increase in heart rate and then the intermittent capture. Ts recommended possibly increasing the output of the pacemaker. The pacemaker remains in service.